Event description:
It was reported that, after using the femoral impactor/extractor to put the stem into the patient, it was noticed by the scrub tech that there was a piece of metal shaving on the threads of the impactor. The metal shaving will be included with the returned device.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.